Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On an unknown date, a 35mm amplatzer pfo occluder was selected for implant in the patient. During the procedure the right atrial disc was mis-shaped during deployment and the device was removed from the patient prior to device release and was exchanged for a new amplatzer pfo occluder. Patient status is currently unknown.

Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.